Manufacturer narrative:
A review of lot c14069 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon deflation failure was not confirmed, because the device was not returned for analysis. Based on the lack of information no conclusion can be made regarding possible procedural/handling factors that may have contributed to the balloon deflation difficulty during prep. The instructions for use outlines using a 20cc syringe with 3cc of contrast for prepping of the device, after pulling negative pressure pointing the syringe down, point the tip of the balloon facing up to allow air bubbles to escape out of the vent hole on the distal end. It further outlines that the tip must remain up during the entire prep to avoid contrast solution from blocking the vent and trapping air in the balloon. Prepping is continued by observing the contrast solution flowing up the catheter shaft with continued slow injection of contrast solution until all the air in the balloon is displaced. The balloon catheter prime volume is 0.4cc. It cautions to not over expand the balloon. The balloon is then deflated while the tip is in saline solution. After closing the stopcock, replace the 20 cc syringe with a 1cc syringe filled with contrast solution. Based on the information and without the product, the root cause is not known. Therefore, no corrective actions will be taken.

Event description:
During prep, the ascent balloon ((B)(4)) was inflated with a 50/50 contrast mixture, but then failed to deflate. After the event, the procedure was completed using a hyperglide balloon. During prep, no kinks/bends or other damages were noticed on the device (shaft, hub, balloon, etc), and no leaks were noticed from any section of the device, syringe. The syringe size was unknown, and also if a y connector was used. All the different components were connected properly, and the contrast used was unknown. No damages were noticed pre and post use of the device (kink, bends, cracks, fractures, separations, or balloon burst, leaks, tears, etc). The balloon was then discarded without ever entering the patient, and no further information was available.